Event description:
It was reported that the pt had a revision (B)(6) prior due to his implantable neurostimulator (ins) moving under his (B)(6). The pt experienced a shocking sensation from his ins while he was driving, and his battery pack moved next to the other battery pack at which time he was "shocked in his face." Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if info becomes available. In addition, see MFR reports #3004209178-2011-07668 and 3004209178-2011-07669 for subsequent revision issue.

Manufacturer narrative:
(B)(4).